Event description:
The patient's ((B)(6)) scs system includes a rechargeable ipg. It was reported the patient is experiencing difficulty obtaining an accurate charge level indication for the ipg. In addition, the patient allegedly experiences heating at the ipg pocket when recharging. In an effort to resolve these issues, a replacement charging system was provided to the patient. Results of that intervention method are unknown. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.